Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue via log review. The condition was not reproduced. There was no repair. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation. There was no patient injury.